Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported via phone call of high blood glucose of 562 to 600mg/dl and the pump alarmed insulin flow blocked. The customer treated with insulin and mentioned that their grandchild was in the hospital for 2 days. It was found that the hospitalization only was a past event, but the high blood glucose was a current event. The customer indicated that they have changed the reservoir and set 3 times and the alarm does not clear. Customer indicated that they do not want to remove the infusion set to attempt to prime the device. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction, when they are able to do so. The customer declined to further troubleshoot for the high blood glucose. No further details given.